Event description:
It was reported the device was unable to be interrogated, there was no magnet response, and no pacing on the EKG. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted battery bond wires.